Event description:
As reported: "2 of the locking screws 3mm from the anchorage foot set have not locked into the plate and the head of another screw has broken off."

Manufacturer narrative:
The reported event could not be confirmed, since the screw was returned and is perfectly functional. The device inspection revealed the following: the screw head or shaft do not present any noticeable deformation. The material looks perfectly free of any scratches. It was possible to lock the screw on a random anchorage plate. Based on this, the reported event could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "2 of the locking screws 3mm from the anchorage foot set have not locked into the plate and the head of another screw has broken off."